Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2005 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs #1225714-2013-03773, 03774 and 03775.